Event description:
During preventative maintenance of the device, the user reported that the level sensor was not working. Since the event occurred during preventative maintenance, there was no pt involvement during this event.